Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this device experienced symptoms of syncope. Episodes revealed minute ventilation chop which resulted in at least five seconds of asystole. Boston scientific technical services (ts) recommended programming minute ventilation off and performing patient testing. The physician was satisfied with the information from ts, but the patient's family wanted the device explanted and replaced. As a result, the device was explanted. No additional adverse patient effects were reported.